Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event. The patient was treated with injection vancomycin (1 gm, route, frequency and duration not reported), injection gentamicin (80 mg, route, frequency and duration not reported) and intravenous meropenem (500mg, frequency and duration not reported). Dianeal therapy was ongoing. At the time of this report the patient remained hospitalized and the outcome was not reported. No additional information is available.

Manufacturer narrative:
On an unreported date, the patient had stomach infection (most likely referring to the peritonitis event). The meropenem has been discontinued; however, the vancomycin and gentamycin remain ongoing. At the time of this report, the patient has been deemed recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.